Manufacturer narrative:
Investigation: the device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no other problems identified related to the reported condition. Correction: trima field action fa30 has been initiated to notify all trima users to use precaution while transporting the device and a caution statement was included in the operator's manual. The IV pole clamp was installed on this device on january 10, 2019. Corrective action: an internal CAPA has been initiated to evaluate reports of the IV pole dropping down suddenly. Implementation of the addition of a collar for the currently field installed devices will be completed to address this issue. The IV pole clamp was installed on this device on january 10, 2019. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in e.1, e.2, e.3, e.4, h.6 and h.10. Root cause: the root cause of this failure was the IV pole was loose.

Manufacturer narrative:
Investigation: a terumo bct service technician checked out the machine at the customer site and was able to duplicate the reported condition. Upon inspection, it was found that the ivpole required tightening. The IV pole was tightened and the machine was returned to service. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.